Event description:
The complainant reported that the clinicians were implanting a solyx sis sling system into a female patient (exact patient age unknown). According to the complaint, during the procedure, the physician introduced the trocar at a 20 degree angle. Due to excessive manual force on the trocar handle, the vaginal mucosa was perforated ("button holed"). The perforation was noticed upon examination of final device placement. The physician then incised the vaginal mucosa, which released the tape to lie under the urethra adequately. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation as it remains implanted in the patient; therefore a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.